Event description:
Vigilance monitor, model vgs, serial number (B)(4), was reported by customer as "cco value incorrect, drifts then stops". No patient injury was reported.

Manufacturer narrative:
The vigilance monitor was returned to the edwards electronics service center for evaluation. An edwards electronic technician evaluated the monitor and the original complaint reported "cco value incorrect" was verified. The monitor power was turned on and "co unstable was displayed ". Upon further investigation, a component on the cico (continuous index cardiac output) board was found to be defective causing the "co unstable" message. The exact cause for the defective component could not be determined; there are several potential causes for a defective electrical component that could occur over time. This particular unit is approximately 9 years old. The unit could not be repaired and has been decommissioned.. The service history record (which includes a review of the device history record) was reviewed and all manufacturing requirements were met at the time of distribution. In addition, there were no prior issues related to the reported complaint.